Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken clip on the controller was not confirmed. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the controller was exchanged due to a broken belt clip. Additional information provided on (B)(6) stated that the controller was disposed of. There were no pictures or additional documents provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. All system controller maintenance and the proper actions to maintain the integrity of the controller are described in patient handbook. The instructions for use (IFU) states how to store, transport, and maintain the system controller to prevent damage such as a broken belt clip. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their primary system controller with their backup controller because the clip on the controller was broken.